Event description:
It was reported the device was not implanted due to a ventricular setscrew problem. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; the setscrew was loose/detached when the device arrived for analysis.